Manufacturer narrative:
(B)(4).

Event description:
It was reported "during a difficult PICC insertions, the PICC was observed to have coiled on the tiptracker. When inserter pulled back the PICC before readvancing, it is believed that the PICC pulled back over the stylet, leaving the stylet extending beyond the catheter tip. When the PICC was readvanced into the patient, the ECG showed ventricular placement. Trouble shooting was performed, during which it was realized that the stylet had likely extended beyond the tip of the catheter. The PICC and stylet were removed entirely from the patient, the stylet was repositioned within the catheter and the catheter was reinserted into the patient. The case was completed successfully." There was no patient harm or injury. No medical intervention required. The patient's current condition is "unknown" at this time.

Manufacturer narrative:
Qn# (B)(4). One vps rhythm dlx k-01352-001 stylet navigation stylet: .018" x 30-25/32" lg, including (B)(6) connector comm: t-port was returned. A visual examination of the stylet and the connector did not reveal any obvious external defects or anomalies. It was reported "during a difficult PICC insertions, the PICC was observed to have coiled on the tiptracker. When inserter pulled back the PICC before readvancing, it is believed that the PICC pulled back over the stylet, leaving the stylet extending beyond the catheter tip. When the PICC was readvanced into the patient, the ECG showed ventricular placement. Trouble shooting was performed, during which it was realized that the stylet had likely extended beyond the tip of the catheter. The PICC and stylet were removed entirely from the patient; the stylet was positioned within the catheter and the catheter was reinserted into the patient. The case was completed successfully". The above information suggests the stylet location was not securely maintained by the t-port connector. Stylet mrq (B)(4) paragraph 8.2.3 minimum retainer holding force, states the peak force to axially slide the stylet through the retainer shall be greater than or equal to 0.5 n (approximately 59.98 gram) when measured after at least one instance of previous retainer movement. No movement of the stylet through the membrane of the t-port extension was observed when a calibrated 50 gram weight was attached to the stylet and then suspended by only holding the t-port connector. The test results confirmed the stylet location was securely maintained by the t-port connector. The reported issue was not reproduced. No problem was found with the ability of the t-port connector to maintain the location of the stylet. A device history record review performed on the t-port connector did not reveal any manufacturing related issues. No further action will be taken.

Event description:
It was reported "during a difficult PICC insertions, the PICC was observed to have coiled on the tiptracker. When inserter pulled back the PICC before readvancing, it is believed that the PICC pulled back over the stylet, leaving the stylet extending beyond the catheter tip. When the PICC was readvanced into the patient, the ECG showed ventricular placement. Trouble shooting was performed, during which it was realized that the stylet had likely extended beyond the tip of the catheter. The PICC and stylet were removed entirely from the patient, the stylet was repositioned within the catheter and the catheter was reinserted into the patient. The case was completed successfully." There was no patient harm or injury. No medical intervention required. The patient's current condition is "unknown" at this time.